Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was not confirmed. The root cause and factors that caused the event ¿not reading 180 scopes¿ were not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the lamp was not reading the evis exera iii xenon light source during the diagnostic colonoscopy procedure. There was no delay. The intended procedure was completed. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the power switch was stuck intermittently; found a worn-out socket slider switch causes intermittent use of high intensity mode, corrosion on scope socket output and scope socket tubing, corrosion inside air pump tubing, and an non-olympus lamp life meter is reading at 100+hours, light intensity output measured out of range. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.